Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident.

Event description:
Shedding was observed, while drilling the 2.4 femoral passing pin through the offset drill guide. A shaver blade and/or arthroscopic grasper was used to remove most of the debris. The pin was functionally able to complete the procedure, despite the shedding. The patient was fine post procedure.